Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 1194 mg/dl at the time of incident. The customer¿s blood glucose level was over 1100 mg/dl and over 600 mg/dl. Hp test was performed and found that insulin flow blocked at 1.95 units. The insulin pump will not be returned for analysis.